Event description:
Reporter claims back of wheelchair collapsed while operator was crossing a street causing operator to fall to the ground. Claims injuries of a fractured right femur and unspecified injury to right hip.